Manufacturer narrative:
The customer reported the line disconnected above the luer lock, and returned one photo of the incident, of material 10014881, lot 24109236. Upon initial visual examination, the set verified the complaint of separation at the luer lock. There is no physical sample investigation available, and this is a photo-only investigation. The manufacturing plant found the root cause for the separation to be related to the solvent application process. The plant has instituted an accessory to the solvent dispenser equipment, which assists personnel in guiding the tubing into the dispenser. This has occurred at separate times in three separate assembly areas, with the 3rd one being implemented on (B)(6) 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Line disconnecting above the distal luer lock as per enclosed photo. Four separate instances of this occurring. No patient harm but chemotherapy hazardous drug spills have occurred. Additional information: please confirm the number of patients as you mentioned it occurred for four instances. If occurred to more than one patient. Please provide the respective event dates. There were four separate patients the date was (B)(6) 2025 for 3 incidents, and after these incidents were discussed with staff, I was notified of another incident that occurred the week prior (date not known). Two cases were known drug ¿ paclitaxel and etoposide. Two cases the drug was not known but was chemotherapy in both cases. Did the patient receive a combination of any medications? No ¿ only a single drug was administered through the line in each case. What product was the set connected to? Primary line ¿ bd alaris 2420-0007.